Event description:
A female patient was treated with a zenith thoracic graft in 2009. Patient returned to hospital approximately one month post-operative with esophagus bleeding. The patient had developed an aorta to esophagus fistula. The physicians thought there was a high likelihood that the proximal extension was the cause of the fistula. No intervention was performed, patient refused treatment and was stable on discharge. The status of the patient at this time is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.